Event description:
During a routine device exchange, episodes of noise and myopotential oversensing which resulted in inappropriate mode switch and pacemaker mediated tachycardia were observed on the right atrial (ra) lead. The ra lead was capped and replaced. The patient was stable.